Event description:
It was reported to st. Jude medical that the device displayed noise on the ventricular channel. The pacing lead impedance values were consistent since implant. Technical services discussed lead insulation degradation and a lead fracture as potential sources of the ventricular noise. The st. Jude medical rep later reported that the lead was fractured and a new lead was placed.